Event description:
It was reported that during a roux-en-y procedure,during the 2nd firing,the device stapled on one side and not on the other.case completed with another device of the same product code.there was minimal bleeding.had to use clips or cautery to control bleeding.